Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("migration of essure, location:uterus") and abdominal pain ("severe abdominal pain") in a 39-year-old female patient who had essure (batch no. 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was occluded, however her left fallopian tube was patent". The patient's past medical history included uterine bleeding. Concurrent conditions included anesthesia, acanthosis nigricans, asthma, multiple allergies and myopia. Concomitant products included ibuprofen and ondansetron (zofran). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 3 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses/ menorrhagia"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/ low back pain"), menstrual disorder ("abnormal menstrual bleeding") and uterine pain ("uterus pain"). The patient was treated with cortisone, methocarbamol, ibuprofen (motrin), vicodin (norco), oxycocet (percocet), surgery (laparoscopy ¿ bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, menstrual disorder, vaginal haemorrhage and uterine pain had resolved and the fatigue and pelvic pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012: 4 coils on right; 5 coils left. On (B)(6) 2017: surgical pathology report right and left fallopian tubes w/ essure. Unremarkable fallopian tubes with essure coils. Gross description: fallopian tube #1 measures 6.3 cm x 1.2 cm. Protruding from the non-fimbriated end is a metallic spiral thread, consistent with essure device. Fallopian tube # 2 measures 7.2 cm by 1.4 cm. The surface is remarkable for a single clear cyst measuring 0.5 cm located at the fimbriated end. At the non-fimbriated end a metallic spiral thread is protruding. Diagnostic results: on (B)(6) 2017, hysterosalpingogram right fallopian tube was occluded, however her left fallopian tube was patent. On (B)(6) 2012, hysterosalpingogram showed both fallopian tubes not visualized and are blocked secondary to essure placement concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events pelvic pain and back pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Event outcome of fatigue was updated as not recovered / not resolved. Event outcome of vaginal hemorrhage, fallopian tube perforation, migration of essure device, location: uterus, uterine pain and severe abdominal pain was updated as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("migration of essure, location:uterus") and abdominal pain ("severe abdominal pain") in a 39-year-old female patient who had essure (batch no. 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was occluded, however her left fallopian tube was patent". The patient's past medical history included uterine bleeding. Concurrent conditions included anesthesia. Concomitant products included ibuprofen and ondansetron (zofran). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 3 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses/ menorrhagia"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/ low back pain"), menstrual disorder ("abnormal menstrual bleeding"), fatigue ("fatigue") and uterine pain ("uterus pain"). The patient was treated with cortisone, methocarbamol, ibuprofen (motrin), vicodin (norco), oxycocet (percocet) and surgery (laparoscopy ¿ bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, fatigue and uterine pain outcome was unknown, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and menstrual disorder had resolved and the pelvic pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012: 4 coils on right; 5 coils left. (B)(6) 2017: surgical pathology report right and left fallopian tubes w/ essure. Unremarkable fallopian tubes with essure coils. Gross description: fallopian tube #1 measures 6.3 cm x 1.2 cm. Protruding from the non-fimbriated end is a metallic spiral thread, consistent with essure device. Fallopian tube # 2 measures 7.2 cm by 1.4 cm. The surface is remarkable for a single clear cyst measuring 0.5 cm located at the fimbriated end. At the non-fimbriated end a metallic spiral thread is protruding. Diagnostic results: on (B)(6) 2017, hysterosalpingogram right fallopian tube was occluded, however her left fallopian tube was patent. On (B)(6) 2012, hysterosalpingogram showed both fallopian tubes not visualized and are blocked secondary to essure placement. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events pelvic pain and back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication were added. Events vaginal hemorrhage, fatigue, fallopian tube perforation ,migration of essure device, location: uterus, uterine pain and pelvic pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("migration of essure, location:uterus") and abdominal pain ("severe abdominal pain") in a 39-year-old female patient who had essure (batch no. 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was occluded, however her left fallopian tube was patent". The patient's past medical history included uterine bleeding. Concurrent conditions included anesthesia, acanthosis nigricans, asthma, multiple allergies and myopia. Concomitant products included ibuprofen and ondansetron (zofran). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 3 years 9 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses/ menorrhagia"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain/ low back pain"), menstrual disorder ("abnormal menstrual bleeding") and uterine pain ("uterus pain"). The patient was treated with cortisone, methocarbamol, ibuprofen (motrin), vicodin (norco), oxycocet (percocet), surgery (laparoscopy ¿ bilateral salpingectomy), surgery (laparoscopy ¿ bilateral salpingectomy) and surgery (she underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, menstrual disorder, vaginal haemorrhage and uterine pain had resolved and the fatigue and pelvic pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012: 4 coils on right; 5 coils left. (B)(6) 2017: surgical pathology report right and left fallopian tubes w/ essure. Unremarkable fallopian tubes with essure coils. Gross description: fallopian tube #1 measures 6.3 cm x 1.2 cm. Protruding from the non-fimbriated end is a metallic spiral thread, consistent with essure device. Fallopian tube # 2 measures 7.2 cm by 1.4 cm. The surface is remarkable for a single clear cyst measuring 0.5 cm located at the fimbriated end. At the non-fimbriated end a metallic spiral thread is protruding. Diagnostic results: on (B)(6) 2017, hysterosalpingogram right fallopian tube was occluded, however her left fallopian tube was patent. On (B)(6) 2012, hysterosalpingogram showed both fallopian tubes not visualized and are blocked secondary to essure placement concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events pelvic pain and back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was occluded, however her left fallopian tube was patent". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (she underwent a bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and menstrual disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. Diagnostic results: on (B)(6) 2017, hysterosalpingogram right fallopian tube was occluded, however her left fallopian tube was patent. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.